Event description:
While placing a 4mm stent delivery system, upon inflation balloon developed a leak, as a result the pt had a serious air embolism and was transferred to ICU. The pt's condition unk, will ask.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the balloon exhibited an axially-directed tear. Microscopic examination: further evaluation using scanning electron microscopy (sem) revealed evidence of external surface abrasions that might have initiated the tear. Although the exact cause for the balloon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion.